Event description:
Pt admitted with chest pain and small troponin elevation. Had cardiac catheterization. Stent could not be inserted due to plaque. Rotational arthrectomy was planned followed by stenting. The rotablator stuck and tip and wire broke off. The vessel was occluded and pt developed chest pain. Emergent CABG performed. Intra-aortic balloon pump placed in the cath lab. Pt discharged in stable condition following surgery.